Event description:
It was reported that the stenoscope sys would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was replaced and the software re-installed during the service call. The sys was found to be working as intended and put back into service.